Event description:
Caller reported a recurring cgm error 42, which occurred three or more times, but did not reset the pump for this error in the past 24 hours. There was no adverse impact to the customer¿s blood glucose level. Customer chose to continue using the current pump until a replacement is received. Technical support arranged to send a replacement pump with updated software and instructed the customer on necessary steps, including putting the current pump into storage mode and returning it using a prepaid shipping label.